Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances measuring greater than 125 ohms. Technical services (ts) noted that impedances have been gradually rising over the last year and the rise could be due to calcification or other patient condition. Ts provided troubleshooting options and recommended to consider a commanded max energy shock once impedances reach 130-140 ohms. At this time, the lead remains in service. No adverse patient effects were reported.